Event description:
It was reported by dealer that the left side rear wheel quick release is releasing the wheel when user is seating on the rvl wheel chair. Customer states that it started doing that like a month ago. No injuries reported.